Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.50mm promus elite mr drug-eluting stent was advanced for treatment. However, upon advancing the stent and pushing inside the catheter, it fractures on the hypotube. The procedure was completed with another device. There were no patient complications. Patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of 'unintended use error caused or contributed to event' most likely that the reported event occurred as a result of excessive force being applied to the device. This code was selected as the most probable complaint cause based on the information available. It was reported that shaft break occurred. The reported allegation cannot be confirmed as the device was not returned for analysis. Although the device broke when advancing inside the catheter, the user likely applied excessive force which led to the shaft break. As highlighted within the IFU, the user is instructed to advance the device with care.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.50mm promus elite mr drug-eluting stent was advanced for treatment. However, upon advancing the stent and pushing inside the catheter, it fractures on the hypotube. The procedure was completed with another device. There were no patient complications. Patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.50mm promus elite mr drug-eluting stent was advanced for treatment. However, upon advancing the stent and pushing inside the catheter, it fractures on the hypotube. The procedure was completed with another device. There were no patient complications. Patient was stable.